Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer was indicating a low stimulator battery. The health care professional was aware and was attempting to get in touch with the MFR's rep. The pt was interested in another stimulator. The MFR's rep spoke to the pt on (B)(6) 2011. The pt was going to see the health care professional the next day. It was also noted that the device was implanted after the use before date. No injuries were reported related to this issue. If add'l info becomes available, a follow up report will be submitted.